Event description:
It was reported that balloon rupture occurred. The stenosed target location was located in a shunt. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.